Event description:
It was reported that following a factory reset of the ilet, the user continued to experience high glucose after meals, including a reported glucose of 330 mg/dl when a ¿more than¿ meal size was announced despite not eating more than usual, raising concern for maladaptation related to incorrect meal announcements. Symptoms included hyperglycemia without other clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure related to meal-size selections within the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.